Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited greater than 2000 ohms impedance and loss of capture. The lead impedance trend indicated an abrupt rise in impedance three months ago. The patient reported falling around that time.